Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. The patient stated that beginning in 2015 their ins has not been working or helping their pain. No matter how high they go they weren¿t feeling stimulation. Their last successful recharge was about 2 years ago but isn¿t 100%. At this point the patient just wants their device removed and leads taken out and they need to find a healthcare professional (hcp) to help with it. The patient was sent a hcp listings. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the patient said their device doesn't work and hasn't worked for 3 years. The patient said the device doesn't charge anymore. The patient said they would like to find a doctor who could get the device working again. The patient said she saw one doctor and the doctor was only interested in giving her shots. No further information was reported.